Event description:
According to the information received from the consulting surgeon, a patient, with a bjork-shiley convexo-concave heart valve, had a stroke and was admitted to the hospital, "at which time their prothrombin time inr was 3.2". According to information obtained from the surgeon, the patient's treating physician was considering "the advisability of explanting the prosthesis for recurrent embolism." The surgeon indicated that the treating physician might initially wish to treat the patient medically.